Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead had a tendency to increase during the procedure. After placing the lead but before connecting the lead to the pacemaker, the lead impedance increased. After connecting the lead to the pacemaker, the impedance increased more. The lead was disconnected from the device but the lead impedance value stayed the same. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found no anomalies. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.